Event description:
This complaint is now reportable based on the analysis completed on 12/07/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in the 96% stenosed, severely calcified distal circumflex (lcx). The 2.5x32mm taxus liberte' drug eluting stent was advanced, but failed to cross the lesion. A 2.5x28mm taxus was then used to complete the procedure. No patient injuries or complications were reported. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis distal stent damage was found. Some of the stent struts were misaligned. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is design due to a design constraint of the product.